Event description:
It was reported by a facility medwatch that the maverick2 monorail balloon became stuck on a guidewire and broke. The lesion being treated was in the iliac artery. There was another MFR's guidewire across the lesion. The maverick2 monorail balloon was being used to predilate. During an attempt to use the maverick2 monorail balloon, it became stuck on the guidewire. When the dr forcefully pulled it off the guidewire, the shaft of the maverick2 monorail balloon broke at the rx attachment point. The maverick2 monorail balloon would not come off of the wire, and the dr "shaved" it off. The procedure was completed with another device. There were no pt complications reported. Additional info regarding this event has been requested.